Manufacturer narrative:
Product complaint # (B)(4). One empty labeled winding former of product code sxpp1a405 were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident . One empty opened box and six unopened samples of product code sxpp1a405, lot mp6494 were returned for analysis. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fixation feature breakage intra-op was found. Two unopened samples of product code sxpp1a405, lot mlk405 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fixation feature breakage intra-op was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on 9th day of unknown month in 2019 and barbed suture was used. The tab broke off during the 1st stitch. It is unknown how the procedure was completed. There were no adverse patient consequences reported.